Event description:
The plaintiff alleges that the plaintiff suffers from type-I latex allergy and that as a result of their sensitization to latex the plaintiff is at risk of severe allergic reactions and must live their life in vigilance for the presence of latex products. Plaintiff further alleges that as a result of their sensitization, the plaintiff is restricted where the plaintiff can go and what the plaintiff can do with life and career. Furthermore, plaintiff alleges suffering and will continue to suffer in the future, severe emotional distress and an inability to engage in normal activities, as well as physical injuries, including, but not limited to contact urticaria, contact dermatitis, allergic rhinitis, allergic conjunctivitis, wheezing, shortness of breath, generalized itching and dry cough, as well as also alleges loss and depreciation of earnings and earning capacity. Plaintiff's spouse alleges deprivation of the love, services, advice, companionship and consortium of the pt.